Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested but not returned by hospital.

Event description:
During a procedure while inserting a screw, the cannulated screw driver bent. As a result, the screw was removed from the patient and the procedure was completed with another screw. The event did not result in a delay of procedure.

Manufacturer narrative:
This follow-up report is being filed to correct information. Product was not received for evaluation, however, investigation into the reported issue identified that the root cause of the event is a design related issue. The failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. Corrective and preventive actions have been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.